Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
"On or about (B)(6) 2006," an ams sparc was implanted to treat "stress urinary incontinence, pelvic organ prolapse and rectocele." Plaintiff's attorney has alleged that, "after, and as a result of," the implanted mesh, plaintiff, "suffered serious bodily injuries, including but not limited to, extreme pain, erosion of her internal body tissue, continual bladder and urethra infections," and other "debilitating" injuries including "hardening, chronic pain, worsening dyspareunia, and recurrent incontinence." Also alleged, "plaintiff has experienced significant mental and physical pain and suffering, has required add'l surgeries and/or medical treatments, and has sustained permanent injuries," and other damages.